Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Caller states that, like a week ago, the patient had a fall on his back and since the fall, his stimulation hasn't felt the same as well as his pain relief. Caller wanted to get the device checked on to make sure everything is ok after that fall. Caller stated the patient is not sure if the device is working properly after this fall. Patient was visiting his daughter and was not in the home state. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient's daughter. It was reported that she doesn't remember the name of the doctor they saw in (B)(6) operating room the rep that came to see the patient. However, the device was checked, and everything was ok. Patient was reprogrammed and was satisfied with the results. Patient's weight at the time of the event was 178 lbs. No further complications were reported.